Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, a loss of capture was observed on the left ventricular lead. The patient was asymptomatic. Testing was able to achieve capture at high output. The lead was programmed off.